Event description:
It was reported that a pericardial effusion occurred. A concomitant ablation and left atrial appendage (laa) closure procedure was being performed. When the watchman access system (was) was prepared for angiography after the ablation, it was noted that there was a pericardial effusion, and the patient's blood pressure was unstable. The laa procedure was aborted with no closure device was implanted. The physician did not perform any treatment or intervention for the effusion. The patient did not experience any other complications as a result of this event. It was further reported that the patient experienced a perforation that resulted in a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and drained 100ml of fluid from the pericardium of the patient. The patient is stable and doing fine following this event.

Manufacturer narrative:
E1 initial reporter facility name - (B)(6) university.

Manufacturer narrative:
Device eval by MFR.: the watchman access system was returned for analysis. The returned device consisted of a watchman access system (was) with the dilator outside the sheath, and blood in the device. Inspection of the device found no damage or defect. Inspection under the microscope found no damage or defect. Product analysis could not confirm the reported event, as clinical circumstances could not be replicated. E1 initial reporter facility name - (B)(6).

Event description:
It was reported that a pericardial effusion occurred. A concomitant ablation and left atrial appendage (laa) closure procedure was being performed. When the watchman access system (was) was prepared for angiography after the ablation, it was noted that there was a pericardial effusion, and the patient's blood pressure was unstable. The laa procedure was aborted with no closure device was implanted. The physician did not perform any treatment or intervention for the effusion. The patient did not experience any other complications as a result of this event. It was further reported that the patient experienced a perforation that resulted in a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and drained 100ml of fluid from the pericardium of the patient. The patient is stable and doing fine following this event.

Event description:
It was reported that a pericardial effusion occurred. A concomitant ablation and left atrial appendage (laa) closure procedure was being performed. When the watchman access system (was) was prepared for angiography after the ablation, it was noted that there was a pericardial effusion, and the patient's blood pressure was unstable. The laa procedure was aborted with no closure device was implanted. The physician did not perform any treatment or intervention for the effusion. The patient did not experience any other complications as a result of this event.

Manufacturer narrative:
E1 initial reporter facility name - (B)(6) hospital.